Event description:
It was reported the patient experienced a loss of effective stimulation following a fall. It was stated the patient never had therapeutic effect and that "they never got it programmed" to cover above her hips where the pain was. It was noted the patient could only get stimulation below her hips to the bottom of her feet. It was also noted the patient had fallen 'several times' one of which she landed 'right on her back.' It was stated the latest fall was in the beginning of (B)(6) 2013. A CT scan from 'the end of february/beginning of (B)(6) 2013' showed 'everything was in place.' The patient was redirected to her healthcare provider to get reprogrammed. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reported the stimulation was now only on one side instead of both sides. It was noted the patient was going to get an injection in their back that would last one week.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).